Event description:
Dealer states the extension tubes are not holding and are in an unsafe condition. Additional reportable malfunction for this device: prid 311674 is for positioning strap is broken; prid 316028 is for tilt harness has a short circuit; prid 316029 is for drive lockout switch has intermittent failure; prid 316030 is for joystick cable has a loose connector.